Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 2031, event site state - nsw), e2, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had diagnosed the machine and found error 16. Actually, the software had processed an invalid trigger request. Then the fse had further verified troubleshooted the unit and verified the proper operation of the pressure channel. This may be caused by a kinked iab, bad pressure transducer or pumping with the trainer on no augmentation. Actually, the customer was using ECG simulator and also running the machine with balloon. Fse had advised the customer that this is not the correct way to test the fiber optic our system trainer must be used while during the test. Then the fse had further tested the machine with a brand new catheter - sensation plus 8fr 50cc iab with accesso along with our system trainer and was worked ok with no error and also checked the fiber optic from the service menu and the reading was with in the range as per service manual. The machine was tested and it worked ok. There was a patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic module failure. There was no harm or damage.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic module failure. There was no harm or damage.

Manufacturer narrative:
Corrected data: b5, d10, e1 (initial reporter), e3. Updated data: a2, a3, a4, b4, e1 (email), g3, g6, h2, h10, h11.